Event description:
It was reported the patient received the following results within 15 minutes: 226 mg/dl (system 1), 391 mg/dl (system 1), 158 mg/dl (system 1), 137 mg/dl (system 2), 105 mg/dl (system 2), 533 mg/dl (system 2), 440 mg/dl (system 2), "hi" mg/dl (greater than 600 mg/dl on system 2), 286 mg/dl (system 2), and 112 mg/dl (system 2).